Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was described as ¿it was not broken but it easily came off when undo the cap (the blue bit came off with it)¿. This occurred after an exchange during continuous ambulatory peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name and address: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the one (1) actual device was provided for evaluation. The sample was returned in wet condition with twist clamp in closed position and a mini cap attached. A visual inspection by the naked eye observed the female connector was separated from the main body. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The reported condition was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.